Manufacturer narrative:
Device was inspected and processed through service procedures. The root cause for this occurrence was a damaged water trap bowl and compromised drying tube. Both components were replaced. This was the first reported incident of a drying tube issue. A full functional test was performed and the device operated according to specifications following component replacement. The device was placed back into service.

Event description:
Clinical educator was informed by staff at (B)(6) hospital of an event on a patient with a dosage setting of 20 ppm, but the system was indicating a reading of 11-25 ppm without stabilizing. All consumables on the device were replaced and the unit continued to fluctuate. There was no patient harm.